Event description:
Reference number (B)(4). Event occured in egypt. It was reported that the patient faced a bent infusion set cannula event on (B)(6) 2026. The insertion site was the abdomen, and the infusion set had been in use for one day. The bent cannula resulted in a high blood glucose level 311 mg/dl, and the patient was treated with insulin pens. No further information is available.